Event description:
A report was received that a patient had colonization of bacteria at the pocket site. Fluid and drainage were noted in the pocket. The patient was prescribed antibiotics. The patient was healing very well.

Event description:
A report was received that a patient had colonization of bacteria at the pocket site. Fluid and drainage were noted in the pocket. The patient was prescribed antibiotics. The patient was healing very well.

Manufacturer narrative:
Additional information was received that the colonization of bacteria was not device related.

Event description:
A report was received that a patient had colonization of bacteria at the pocket site. Fluid and drainage were noted in the pocket. The patient was prescribed antibiotics. The patient was healing very well.

Manufacturer narrative:
Additional information was received that the patient's symptoms were not procedure related.